Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the insulin pump alarmed an unexpected restart alarm. Customer's blood glucose was 300 mg/dl. During troubleshooting, found multiple signal too low alarms and unexpected restart alarms. Customer was advised to monitor the device. Customer will not be returning the device for analysis.